Event description:
It was reported that the surgeon performed eight cataract surgeries on the same day before easter. At the weekly check-up everything looked fine, but at the monthly check-up there was a cloudy light path in 3 eyes. When treated with spersadex it disappeared quickly. The surgeon does not suspect our products and has changed everything that can be changed. Through follow ups it was confirmed that the 3 eyes were from 3 different patients. Through further follow up, we learned that 7 patients are involved and there are 3 different event dates. It was confirmed that the customer is reporting infection in all 7 patients. However, on june 13th it was learned that the surgeon does not believe this incident is related to the implanted johnson and johnson intraocular lenses (iols). Through follow up on june 16th we learned it was a mild infection, all patients responded fast to tobradex except one that took a little more time. There is no material available for investigation as all iols remain implanted. No further information was provided. Note: 6 additional reports will be filed for the other 6 patients. This is report 7 of 7.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.